Event description:
Customer reported he was going to sleep and the insulin pump started alarming button error. Customer's blood glucose was 300 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
No button error alarm noted. Esc button did not respond due to corroded keypad trace. No buzzing noise anomaly during testing noted. The insulin pump had minor scratched display window, cracked case at display window corners, cracked reservoir tube lip. Functional testing was not performed due to unresponsive button.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.